Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. The reported issue of unable to pace was confirmed. Continuity testing found a short condition occurred between the proximal and distal circuits in the y-adaptor. There was no open or short condition observed in the leadwires between distal side of y-adaptor and the electrodes. There was no visible damage observed from the catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Pacing difficulty during use was confirmed through the product evaluation. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection process. Based on the available information, the complaint for pacing issue is potentially related to manufacturing defect, however, based on the investigation and the information available, a root cause could not be determined. A product risk assessment (pra) was generated for the short condition at the y-adaptor between proximal and distal lead wires for the bipolar pacing catheters. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. The lot number for this device was not provided, therefore, the full UDI number is not available. The primary di number is: (B)(4).

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter, it was unable to pace. After catheter insertion, pacing was attempted but it did not work. The issue was resolved by replacing the catheter. The catheter was used for a tavi procedure and the patient had no history of cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported.